Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered an inappropriate shock and electrogram (egm) review was requested. It was noted that the patient had been feeling unwell for the past few weeks. Review of episode v-259 revealed therapy was delivered due to va. The patient had premature ventricular contractions (pacs) and premature ventricular contractions (pvcs) alongside biventricular (biv) pacing, and then the rhythm accelerated to a non-sustained ventricular tachycardia (nsvt) that broke for one beat. This continued until the device charged and a 29j shock was delivered. Technical services (ts) noted an increase in pvcs and decreased biventricular (biv) pacing percentage, recommending further evaluation. This crt-d remains in service. No additional adverse patient effects were reported.